Event description:
Case description: investigational result: name: novopen 6, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission following were updated. Inv updated. Imdrf b,c,d and e codes updated. Malfunction field updated. Final report ticked. Expected follow date was removed. Narrative updated accordingly. No further information available. Final manufacturer's comment: on 10-may-2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Patient's underlying medical condition of type 1 diabetes mellitus and obesity are risk factors for the development of hyperglycaemia. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo h3 continued: evaluation summary: name: novopen 6, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose increased [blood glucose increased]. Patient was leaving needle tips on the pen [product storage error]. Drug leaking from pen [device leakage]. Case description: this serious spontaneous case from turkey was reported by a consumer as "blood glucose increased(blood glucose increased)" beginning on (B)(6) 2024, "patient was leaving needle tips on the pen(device stored with needle attached)" with an unspecified onset date, "drug leaking from pen(device leakage)" with an unspecified onset date, and concerned a 740 months old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", patient's height: 185 cm. Patient's weight: 105 kg . Patient's bmi: 30.679328. Dosage regimens: novopen 6: current condition: type 1 diabetes (duration not reported), hypertension (duration not reported). On (B)(6) 2024 patient was using novopen 6 with fiasp penfill applied (B)(4) units of insulin measured his blood sugar it did not drop, and administered 3 more units. The blood glucose level in the evening on same day was (B)(4) units (corresponding to approximately (B)(4) in turkey), while it was normally (B)(4) units (corresponding to 80-120 mg/dl in turkey). Patient woke up at night with the complaint of thirst, he realized that his blood sugar was high and administered (B)(4) more units, also reported that his pen might be broken because it was leaking around the edge. The next morning patient blood glucose was measured as (B)(4) units. The patient stated that the pen was broken and the drug was leaking. On (B)(6) 2024, a simultaneous trial was made with the patient by requesting a new needle tip to be inserted, and the problem was solved. It was mutually determined that there was no defect in the pen. The patient was leaving needle tips on the pen batch number of novopen 6 was not reported. The outcome for the event "blood glucose increased(blood glucose increased)" was unknown. The outcome for the event "patient was leaving needle tips on the pen(device stored with needle attached)" was not reported. The outcome for the event "drug leaking from pen(device leakage)" was not reported. No further information available. Reporter comment: fiasp is not marketed in turkey. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.